Event description:
It was reported that an unspecified number of 4-Way Large Bore (Lipid Resistant) Stopcocks failed to infuse fluid or sluggishly infused during rapid fluid infusion using the push pull method while attached to a non-Baxter needleless connector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.